Manufacturer narrative:
Update: the type of report was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was unknown if the motor stall that occurred on (B)(6) 2019 recovered or if a tube set message had occurred. The cause of the motor stall was undetermined. The pump was replaced on (B)(6) 2019. It was unknown if the intermittent motor stalls had been resolved. The patient¿s weight at the time of the event was unknown. The explanted pump was replaced and was planned to be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded morphine with concatenation 30 mg/ml at a dose rate of 2 mg/day via an implantable pump for non-malignant pain and failed back syndrome. It was reported that the patient noted the pump was alarming yesterday (B)(6) 2019. Today upon interrogation of the pump, the logs show a motor stall and recovery occurred (B)(6) 2018 and then another motor stall occurred on (B)(6) 2019 with no recovery. The motor stall was active. Electromagnetic interference (emi) was denied. The patient did not recently have magnetic resonance imaging. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.